Event description:
It was reported that the user experienced post-dinner insulin dosing that led to low blood glucose after meal announcements, with the user compensating by entering reduced meal amounts or consuming additional carbohydrates when glucose trended down. Symptoms included hypoglycemia, with a lowest glucose of 55 mg/dl and approximately 30 minutes below range. Outcomes included self-treatment without backup therapy, professional medical intervention, or hospitalization. Investigation included troubleshooting and user education on meal announcements and the impact of preemptive carbohydrate intake on algorithm performance, and a plan for field team outreach to assess the issue and discuss whether a factory reset is warranted per healthcare professional direction. Investigation of this case revealed that the cause of hypoglycemia remained unclear, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.